Manufacturer narrative:
The lens remains implanted in the eye; therefore it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The physician reported that a pt had rebound inflammation approximately 11 days post bilateral implantation of mi60 iol. This report refers to (one of the two mi60 iol's for this pt.) The surgeon was uncertain about the cause of the inflammation. The pt was treated with steroid therapy and symptoms improved. The pt's preoperative bcva was 20/40 and 20/25/ after treatment for inflammation. The pt's prognosis as a (B)(6) 2011 was described as "resolved inflammation." Please reference MDR #1119279-2011-00271 for the other mi60 iol for this pt.